Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy in the pulmonary artery using a rotating hemostasis valve (rhv) packaged with the lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and indigo system separator 12 (sep12). During the procedure, the physician was unable to advance the sep12 through the valve of the rhv. Subsequently, the hospital technologist attempted to backload the sep12 through the rhv; however, it was unsuccessful. Therefore, the rhv was removed. The procedure was completed using a new rhv with the same cat12 and sep12. There was no report of an adverse effect to the patient.